Manufacturer narrative:
At this time, the product remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this device was programmed to monitor only due to the patient being on hospice care. Then it was noted that the device was beeping. Upon interrogation, the device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. The field representative was unable to program off the beeping. It was explained that this was due to limited availability of programming when in a monitor only zone. Device replacement was recommended. Additional information was requested regarding this event; however, no additional information was available. The device remains in service. No adverse patient effects were reported.